Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a sling procedure on (B)(6) 2005. The pt experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. The pt has undergone multiple surgeries and revisionary procedures. No additional information was provided.